Event description:
Prior to juvéderm® voluma¿ with lidocaine injections, patient underwent a blepharoplasty, mini lifting and filler injection in ck1. It is unknown if this previous filler was an allergan device. The nodule in ck3 is palpable, but not visible. A granuloma was observed by magnetic resonance imaging (MRI) in ck1 region. Physician evaluated the patient for the last time 2 months post symptom apparition. Granuloma was still present. Physician believes the granuloma comes from the unknown previous filler injection in the ck1 region. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00095 (allergan complaint # 2097608). This MDR is being submitted for the juvéderm® voluma¿ with lidocaine injection.

Manufacturer narrative:
Additional data: b.5, b.6, b.7, g.1

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the malar region (ck2, ck1, ck4, and in the lateral of the nose) with 2 syringes of juvéderm® voluma¿ with lidocaine. The patient experienced ¿granuloma¿ in the malar region about 2 years later, and imaging exams were performed. The event is ongoing. No other information was provided. Granuloma was not confirmed via biopsy.